Event description:
During a lumbar posterior lateral fusion, l5-s1 for spondylolisthesis the tip of the screwdriver snapped and lodged into the screw head. It was not necessary to remove the tip of the screw driver because the screw was in good placement. Hemostasis was achieved.